Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135 and eo residual levels in compliance with iso10993. Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pods insertion site (leg) while wearing the device between 4 and 24 hours. Symptoms included pain, swelling, redness, and pus was drained from the site. The pod was removed and the patient applied heat compression and neosporin. The patient went to their primary care physician for one hour and was advised to continue heat compresses three times daily. The patient was prescribed an oral antibiotic, 250mg cephalexin and was advised to take 10ml three times daily. A new pod was applied at a different site.